Manufacturer narrative:
The field service representative (fsr) replaced the roller pump display and display to pump board cable. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump screen went blank. After a while the roller pump screen turned back on and was used for the remainder of the case without issue. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) connected the roller pump small display assembly to lab use only (luo) testing equipment. The roller pump was operated for two hours while periodically checking the display output with no observation of any disruptions. The display was disassembled to inspect the components for signs of failure and no issues were observed. Per data log review: based on the pump log and the 24-hour log, no issues with the roller pump were observed. The pump was started at 6:41:02 and stopped when the case ended at 10:22:31 with a pump speed of 0 liters per minute (l/min). No errors were observed. The roller pump display may have gone blank but the pump itself was rotating as the central control monitor (ccm) did not lose status in the 24-hour log. The log cannot confirm the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.